Event description:
It was reported that the brake failed to lock on wire. The target lesion was located in the right coronary artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device could not fix the guidewire. The guidewire was not locked in place and the brake defeat button was intact on the device. No damage was noted on these devices. The procedure was completed using this device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer and handshake connection were visually examined. The handshake connection was found to be kinked and broken. A test rotawire was attempted to be advanced through the advancer for functional testing of the brake; however the wire could not be advanced through the advancer due to the kinked and broken handshake connection, therefore; functional testing of the brake could not be performed. There is no visible damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the brake failed to lock on wire. The target lesion was located in the right coronary artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device could not fix the guidewire. The guidewire was not locked in place and the brake defeat button was intact on the device. No damage was noted on these devices. The procedure was completed using this device. No complications were reported and the patient was stable post procedure.